Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device had a breakage of the white junction with inner cannula that turned idle and could not be extracted. The patient had a mild bleeding and the procedure was delayed 30 minutes longer than usual.